Event description:
During injection of contrast medium into the 5f spyglass pigtail, the hub detached from the main body. Another catheter was used to complete the procedure successfully with no consequences to the pt.